Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported 'some' implanted intraocular lenses (iol) discoloring, turning grey over time (multiple cases). The physician did not know how many patients he's seen this in, nor how old their lenses are. Patient impact is unknown. Additional information was requested.